Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss and foot separation were confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report submitted, the following additional information was received: a 6fr sheath was used in the preclose technique and upsized to 14fr. The separated foot remained between the intima and tunica media of artery. The intima was removed (endarterectomy) and the vessel reconstructed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted using a proglide device prior to a transcatheter aortic valve implantation (tavi) procedure in a calcified common femoral artery. The first proglide was preplaced successfully. A second proglide device was deployed; however, a cuff miss occurred. A third proglide device was successfully preplaced. The tavi procedure was completed and hemostasis was attempted with the preplaced sutures. With the third proglide device, a suture break occurred. A fourth proglide device was placed which experienced a cuff miss. It was noticed that the second and fourth proglides also had foot breaks. The broken portions of the feet were surgically removed and hemostasis was achieved surgically. The physician is reportedly trained in the use of the proglide and established in the preclose technique. No additional information was provided.